Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the manifold valve for the 4 way valve was stuck. Additional malfunctions include the tie wraps were leaking, and the clamp was leaking.